Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the stone became impacted while being held by the basket of the disposable grasping forceps during lithotripsy. The stone was crushed by adding a bambeck. The procedure was completed by scraping the stone out with the basket. There were no problems with the patient's health. No additional treatment and no additional anesthesia were required. The procedure was extended by about 20 to 30 minutes. Though the procedure was prolonged, the delay was minimal. There is no indication that emergency measures were done to remove the basket. There was no patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1- ¿(B)(6) hospital¿ (user facility complete address captured here due to character limitation in section).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to d10, the concomitant product was not entered. New information added to the following fields: h3 and h6. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.